Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced continued swelling four to five days after undergoing a lumpectomy in which floseal was used. No further detail was provided regarding medical intervention or regarding the patient¿s outcome from the event. No additional information is available.